Event description:
Caller reports comparing his device to the doctor's device due to concern of high blood glucose results. The caller states that the doctor's device read 122mg/dl, while caller's device read 272mg/dl. No timeframe for this comparison was provided. No strip information was reported. No controls were reported used. Requested return of suspect device and replacement was sent.